Event description:
New information received notes that patient's lead was reprogrammed during the (B)(6) 2020 visit and patient had no consequences as a result of the event.

Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented remotely via merlin. Net with inappropriate automatic mode switch episodes caused by far-field r-wave over-sensing. Programming changes were discussed with a healthcare provider. No patient symptoms or condition were reported.

Event description:
New information received notes that patient was asymptomatic and that they presented to the clinic on (B)(6) 2020 with continued far-field r-wave over-sensing, in addition to loss of sensing and pseudofusion.